Event description:
It was reported that there were erroneous results while using bd facsduet sample prep ce-ivd. These are related to ivd instrument hardware, ivd/asr reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: customer has reported that when preparing tubes manually (using pipettors) they see expected count values on tbnk test, but when prepared on duet the count values are significantly lower. A&p testing has been performed and within specification.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is limited to part: 662588 and sn: (B)(6). Problem statement: customer has reported that when preparing tubes manually (using pipettors) they see expected count values on tbnk test, but when prepared on duet the count values are significantly lower. It was theorized to be erroneous result. Complaint trend: there are no other complaints related to the reported complaint. This is the only complaint. Date range from (B)(6) 2020, to (B)(6) 2021. Investigation result / analysis: customer values are low and not erroneous that cause the customer to have erroneous. Fse performed the accuracy & precision test to proof accurate pipetting and found to be in specification. [ID: (B)(4)]. Root cause: based on the investigation result and work order [ID: (B)(4)] the root cause could be attributed to the inaccurate balance used by the customer . Risk analysis: risk management file part #(B)(4) - bd facsduet risk analysis, version h was reviewed. Hazard(s) identified? Yes, no. Hazard ID: 4.5. Hazard: potential miss-pipetting. Potential causes: user attention failure. Harmful effects: potential incorrect result. Severity: 3. Probability: 2. Risk index: 6. Implementation verification ¿ system validation protocol doc #(B)(4) and system validation report doc # (B)(4). Mitigation(s) sufficient: yes, no. Service max review: case#(B)(4). Installation date: (B)(6) 2019 wo comment: (B)(4). Customer values are unusually low. Work performed comments: work order ID: (B)(4). Comments: jf 23/8/21: investigate potential causes of low values. Check both pipettors, all fittings, tubings and connections for tightness. No air seen in system. No physical issues of concern seen. Customer balance not correct specification for a&p testing. Revisit required when bd balance on site. (B)(4) 24/8/21: set up bd balance. Perform a & p tests for 5ul and 20ul reagent, 5ul and 50ul specimen pipetting. Spurious results seen. Return visit required when balance acclimatized to lab and more time available. (B)(4) 31/8/21: rerun a&p testing. All results passed except 50ul specimen dispense. Result just outside accuracy limit. Return visit required to rerun specimen a&p tests with new specimen tubes containing di water. (B)(4) 2/9/21: run a&p test for 50ul specimen dispensing test using new sample tubes with di water and again with live blood sample. All results passed and within specification. Obtain full support pack for further investigation. Instrument returned to customer in full working order. I certify that the respective service procedures were followed, verified the product was meeting all product requirements (per procedure) and the completion of work will be conveyed to the customer: returned sample evaluation: there were no defective parts. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and pn: 662588 (non-cooled) was reviewed. The instrument met all the manufacturing specifications prior to release. Conclusion: based on the investigation results and the fse report the complaint was not confirmed h3 other text : see h.10.

Event description:
It was reported that there were erroneous results while using bd facsduet sample prep ce-ivd. These are related to ivd instrument hardware, ivd/asr reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: customer has reported that when preparing tubes manually (using pipettors) they see expected count values on tbnk test, but when prepared on duet the count values are significantly lower. A&p testing has been performed and within specification.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.